Event description:
The manufacturer's rep reported the pump is overinfusing. On 2 occasions, the expected reservoir volume was 16-17cc and the actual was 3 - 4cc. The "patient apparently had no side effects indicating that they were receiving too much drug and md does not think patient is accessing their pump." A follow up report will be sent when additional information is received.